Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level and large ketones. The customer¿s blood glucose level was 582 mg/dl at the time of incident. The customer¿s mother reported insulin was coming out during priming but no numbers were coming on the screen so they could not get to see drops on the screen. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to cracked end cap. Unable to confirm prime or fill anomaly due to motor error alarm. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.